Manufacturer narrative:
Insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had broken reservoir tube lip, missing reservoir o-ring, cracked reservoir tube window, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's father, that the customer received a button error alarm. Customer's blood glucose level at the time 195mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.